Event description:
It was reported that the patient lost stimulation approx a month ago. The scs ipg was unable to communicate with the charger or the programmer. Different chargers were unable to resolve the issue. The ipg was charged (B)(6) and later was turned off due to a surgery. The ipg felt angled in the pocket, the top of the ipg was more superficial than the bottom. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.